Event description:
A customer reported that the t: slim x2 pump battery would not charge, despite trying different cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software, advising the customer to revert to multiple daily injections (mdi) for insulin delivery until the new pump's arrival.